Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the market research information did not provide a lot number or any identification traceable to the manufacturing documentation the product investigation could not identify a root cause for the reported complaint. This file was opened from a comment on a market research form ¿ophthalmologist mentioned alcon had a problem with glistening approximately 7 years back. Not enough information was provided for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported following the intraocular lens implantation seven years ago patients had experienced lack of clarity in vision, had problem with glistening and also noticed feathering in the interior capsule. The lenses did not cause any illness or injury.